Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep checked the small computer system interface connections. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's work station locked up. No pt injury was reported.